Event description:
It was reported that upon a pump refill the drug concentration was changed, however, the programming was not updated in error. The pt had received more drug than they should have. It was noted that the pt did not visit an ER due to the issue. The pt's outcome, in addition to the type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).